Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in a medical journal article vasa-hogrefe that a vena cava filter was deployed for thrombus extending from the left common iliac vein to the ivc. The study concluded that endovascular treatment consisted of percutaneous venous access, recanalization of the occluded iliac vein and ivc, transluminal angioplasty and stenting of the infrarenal inferior vena cava and iliac vein with self-expanding stents. The vena cava filter was not removed, but rather the stent was deployed to extend across the filter. The current patient status is unknown.

Event description:
It was reported in an article in the european journal of vascular medicine titled 'long term follow-up of endovascular recanalizaion of chronic inferior vena cava occlusion secondary to inferior vena cava filters' that a vena cava filter was deployed for thrombus extending from the left common iliac vein to the ivc. The study concluded that endovascular treatment consisted of percutaneous venous access, recanalization of the occluded iliac vein and ivc, transluminal angioplasty and stenting of the infrarenal inferior vena cava and iliac vein with self-expanding stents. The vena cava filter was not removed, but rather the stent was deployed to extend across the filter. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - caval occlusion: the probability of this occurring should be weighed against the inherent risk/benefit ration for a patient who is experiencing pulmonary embolism, or who is likely to do so without intervention. Journal article citation: partovi, s., kalva, s. P., walker, t. G., taj, s. M., & ganguli, s. (2017). Long term follow-up of endovascular recanalization of chronic inferior vena cava occlusion secondary to inferior vena cava filters. European journal of vascular medicine, 46(2), 121-126. Https://doi.org/10.1024/0301-1526/a000593